Event description:
It was reported to philips that system freezing during procedure; calibration failures on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the nicol v2 vasc fd collimator, drive unit assembly, mvr low power board, and pot.meter fdxd assembly, and performed calibrations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).